Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that there were two (2) defective trachs. One has a large tear in it and the other has a small pin hole leak on the cuff. Additionally the reporter stated that the product was found faulty before use, possibly damaged during sterilization. There was no patient involvement. Additional information was received stating that the second reported device with the pin hole leak was from a different company.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cuff cut was detected. Functional testing found a leakage was detected in cuff. The root cause of the issue could not be determined. An internal CAPA was opened on january 5th, 2022, to address root cause investigation for leakage. (Currently on investigation results phase) this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).